Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as where the electrodes and therapy pads are located. The patient did not report any open or bleeding skin. The patient did not report any history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a steroid cream and prednisone by a medical professional. The patient also used hibiclense antimicrobal skin cleanser and then a triamcinolone topical cream on her own. Follow up indicated the irritation improved.